Event description:
It was reported that testing performing in situ shows various electrode channels in status hi or sc. An impact to the implant site was not reported. Re-implanted is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.